Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed. It was found that the e116 error was due to a defective motherboard. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported there was an e116 scope communication error on the visera 4k uhd camera control unit during inspection for use. The intended procedure was therapeutic (laparoscopic surgery). The patient was not under sedation and there was no procedural delay. The procedure was completed with another similar device. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e116 error occurred due to printed-circuit board failure and image was not displayed normally. The cause of the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.